Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. The field service engineer replaced the control printed circuit board (pcb). The ventilator was returned to the customer after passed functional tests. The evaluation of received device logs confirms the reported technical error codes on the reported date of event. The control pcb was installed in the reference ventilator. Initially, a pre-use check passed and simulated use test ventilation had run for five hours when ventilation stopped with the reported technical error codes. The fault was now permanent. Measurements on the control pcb showed that a board output always signaled for disabled valves and an internal input was found too high. The defective component was not determined for sure, but is considered a random component failure. If the fault condition found during the investigation appears during ventilation, it will lead to stop of ventilation. High priority alarms will be generated. The fault will be detected during pre-use check. The conclusion is that the reported error codes were caused by a hardware failure with the control pcb.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref #: (B)(4).